Event description:
The customer stated that she was involved in a car accident due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. As a result of the event, the customer's doctor made changes to her basal rates. The customer stated that she did not feel that the insulin pump had anything to do with the hypoglycemia. The displacement test was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.